Event description:
Related manufacturer reference number: 2017865-2023-93443. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right ventricular (rv) lead was oversensing noise which resulted in pacing inhibition. Additionally, the right atrial (ra) lead exhibited noise. Both leads were explanted and replaced. The patient was in stable condition.